Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: 5. Precautions ¿ juvéderm volbella® xc injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported during patient injection with 1 syringe of juvéderm volbella® xc, the needle disengaged from the syringe and the filler went everywhere. Patient contact was made, but no injury to patient, staff, or injector occurred. The packaged needle was used.

Manufacturer narrative:
Visual analysis of the device indicates no defect observed.

Event description:
Healthcare professional reported during patient injection with 1 syringe of juvederm volbella xc, the needle disengaged from the syringe and the filler went everywhere. Patient contact was made, but no injury to patient, staff, or injector occurred. The packaged needle was used.